Event description:
Customer reportedly received the following results on the performa system within 10 minutes: hi (>33.33 mmol/l) and 11.5 mmol/l. No death or serious injury reported. No product return was requested; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.